Manufacturer narrative:
Lead discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was confirmed via x-ray. The patient has right lower leg prosthesis. It is unknown if the patient is adhering to arm restrictions or not. Patient is approximately 400 pounds. The ra lead was explanted. No additional adverse patient effects were reported.